Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/18/2010, 01/25/2010, 01/28/2010 and on 01/29/2010 by fax, mail and phone. A completed questionaire was received on 02/02/2010. (B) (4)

Event description:
A surgeon reported that two weeks following intraocular lens (iol) implant surgery, the lens rotated off axis and was repositioned. The following week, the lens was off axis and was repositioned a second time. Two months following the initial implant surgery, the lens was exchanged for a different model and the event resolved. The surgeon reported that the patient's axial length was very long and he believes he made his capsulorhexis larger than normal.